Event description:
Caller reported an issue with the pump's time settings, which were incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.